Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon review, high capture threshold and high pacing lead impedance were observed on the right ventricular lead. No intervention was reported. The patient's condition was stable and would continue to be monitored remotely.